Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Top case cracked by the front lower right corner. Primary audible alarm background test found in device's event history log. The technician performed occlusion test. The reported issue was unable to be duplicated during occlusion test. The root cause of the reported issues was unable to determine the intermittent error. No physical or any other damaged was found on the speaker or interconnect board. Interconnect board cable connector was glued into main board. The technician replaced speaker for preventative measure. Performed occlusion test and all functional testing which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the system failure primary audible alarm background test occurred (warranty). No patient injury was reported.